Manufacturer narrative:
Since the fiber was not returned, a cause cannot be assigned to the fiber breakage.

Event description:
During the procedure, the holmium laser fiber tip broke inside the patient. The tip was retrieved from the patient and saved by the hospital.